Event description:
Additional information received indicate surgical intervention took place wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2021-06644. It was reported that high impedance issue was observed on the leads. Patient lost effective therapy as a result. Programming changes were made. Upon x-ray observed lead fracture issue was observed at the lower end of the anchor. Patient denies any traumas or falls. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
Date of the event is estimated.